Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during thorascopic wedge segmental resection, after approaching to the tissue, the surgeon attempted to fire the device but could not fire. The surgeon was able to press the green button but could not squeezed the handle. They used another device to continue. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during thorascopic wedge segmental resection, after approaching to the tissue, the surgeon attempted to fire the device but could not fire. They used another device to continue. There was no patient injury.